Event description:
The customer originally returned their evis exera ii duedenvideoscope due to the angles having reduced angulation during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the forceps elevator had foreign material present. This report is being submitted to capture the foreign material on the forceps elevator.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the device had low angulation. Additionally, as noted, there was dirt around the forceps elevator. Furthermore, the nozzle was deformed. The objective lens had a scratch. The adhesive on the distal end of detached. The connecting tube had buckled. The grip was scratched and dirty. The angle wire was no longer within specifications due to wear and tear. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 26-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the suggested event occurred by the following user handling: user conducted insufficient reprocessing around forceps elevator after procedure. Foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. A definitive root cause cannot be identified. Around forceps elevator as follows: "manual cleaning: brushing around the forceps elevator and instrument channel outlet" moreover, IFU (reprocessing manual) states as follows: "precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information has no changing impacts to the investigation results. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event took place during preparation for a therapeutic sphincterotomy procedure. Reportedly, a similar device was used to complete the procedure with no harm to the patient.